Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil protruding into endometrial cavity') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure (ess205) was removed on(B)(6)2019. At the time of the report, the embedded device, pelvic pain and menstruation irregular outcome was unknown. The reporter considered embedded device, menstruation irregular and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 05-nov-2019: uterus, cervix, fallopian tubes and right ovary, hysterectomy with bilateral salpingectomies and right oophorectomy: - bilateral essure devices, cornua of fallopian tubes - inactive endometrium - cervix, myometrium, distal fallopian tubes and right ovary without significant histopathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil protruding into endometrial cavity') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain and menstruation irregular outcome was unknown. The reporter considered embedded device, menstruation irregular and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, fallopian tubes and right ovary, hysterectomy with bilateral salpingectomies and right oophorectomy: bilateral essure devices, cornua of fallopian tubes;inactive endometrium; cervix, myometrium, distal fallopian tubes and right ovary without significant histopathologic abnormality. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received: new events added: essure coil protruding into endometrial cavity, pelvic pain, irregular bleeding. Lot number, lab data were added and reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.